Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, it was noted that after sheath was inserted, the hemostatic valve was leaking blood. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device was received by bsc.